Manufacturer narrative:
(B)(4). The rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Method: the complaint rt045 was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the customer's description of event and our knowledge of the product. Without the complaint device, we are unable to determine the cause of the reported event. The rt045 non-vented hospital full face masks are visually inspected at the time of production, and those that fail are rejected. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: inspect the mask for damage. Discard the mask if any parts are broken or if the seal is torn. Ensure that the correct mask is being used for the therapy device. Refer to setup guide on the other side. Verify that the mask is the correct size for the patient. Ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the headgear strap of a rt045 non-vented hospital full face mask stretched out, causing the mask to slide down the patient's face. There was no reported patient consequence.